Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. (B)(4).

Event description:
Assistant returned call concerning recall of said product. She said they had it shoot down a patient's throat sometime in december. She could remember no specific details with regard to which patient. The assistant said the patient was rinsed out immediately and the patient called back the next morning to report blisters in throat. The assistant instructed the patient to rinse with warm salt water and to call back if the condition worsened or did not improve in the next week. The patient did not call back a second time. The assistant stated they use cotton roll isolation and do not use a rubber dam when applying said product.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method and conclusion: the device has not been returned by the customer. Results and conclusion: evaluation of malfunction root cause in progress. Actual device not evaluated.

Event description:
Assistant returned call concerning recall of said product. She said they had it shoot down a patient's throat sometime in december. She could remember no specific details with regard to which patient. The assistant said the patient was rinsed out immediately and the patient called back the next morning to report blisters in throat. The assistant instructed the patient to rinse with warm salt water and to call back if the condition worsened or did not improve in the next week. The patient did not call back a second time. The assistant stated they use cotton roll isolation and do not use a rubber dam when applying said product.